Event description:
The AED was not working properly as it prompted shock advised and then followed by analysing rhythm before the last shock. Patient involved. Patient passed away at hospital.

Manufacturer narrative:
The device history records for the sam 500p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed.. The sam 500p passed ¿out qat from heartsine technologies on the 6th january 2017.there were two event logs for the reported patient involved event on the 4th december 2019. For the first log entry the patient presented ventricular fibrillation (vf). A shock was advised and subsequently delivered. The patient remained in vf resulting in a second shock being delivered. The device was powered off. The device was immediately powered on again with the electrode pads still attached. The device advised the user ¿analysing, do not touch the patient, stand clear of patient¿. Chest compressions continued after these audio prompts, resulting in artefact on the ECG trace, which caused the algorithm to incorrectly determine that the rhythm was shockable. When the chest compressions stopped, the algorithm reassessed the rhythm and a shock was not advised. At this time the patient presented p-wave asystole, a non-shockable rhythm. As per the clinical statement, further artefact was detected during the next two analysing phases which again resulted in the algorithm to incorrectly determine that the rhythm was shockable. Once the chest compressions stopped the algorithm reassessed the rhythm and a shock was not advised. There is further evidence of chest compressions continuing beyond the ¿stop CPR, analysing, do no touch the patient¿ audio prompts throughout the remainder of the 12 minute and 28 second event.there are two files associated with this event.file 1: 04 dec 2019, 17:51:52this event file is 3 minutes 7 seconds in duration. The pads were placed 26 seconds after the device was switched on. The patient presented ventricular fibrillation (vf), and a shock was advised. A 150 j shock was delivered at 00:00:41. Chest compressions began at 00:00:45, and continued until 00:01:39. The patient presented vf and a second shock was advised. A 150 j shock was delivered at 00:01:55. Chest compressions continued at 00:01:59, until the device was switched off.CPR cycle (start time) average CPR rate (cpm) CPR fraction (%)*******************************************************************1 (00:00:42) 144 76.62 (00:01:57) 126 96.9*******************************************************************file 2: 04 dec 2019, 17:54:49this event file is 12 minutes 28 seconds in duration. The pads were attached when the device was switched on. The patient presented p-wave asystole, a non-shockable rhythm. The algorithm began assessing the cardiac rhythm at 00:00:01. Chest compressions were delivered between 00:00:12 and 00:00:23. These chest compressions caused artefact on the electrocardiogram (ECG) trace, which caused the algorithm to incorrectly determine that the rhythm was shockable. When the chest compressions stopped, the algorithm reassessed the rhythm and a shock was not advised. Chest compressions recommenced at 00:00:42 and continued until 00:01:11. There was a pause until 00:01:21 and compressions continued until 00:01:48. The patient remained in p-wave asystole and a shock was not advised. Chest compressions continued at 00:02:02, until 00:02:32. There was a pause in compressions until 00:02:45. Chest compressions then continued until 00:02:59. The patient remained in p-wave asystole. The algorithm began assessing the cardiac rhythm at 00:03:02. There is some artefact present in the impedance cardiogram (icg) trace, which could be chest compression or movement, which in turn caused artefact on the ECG trace and caused the algorithm to incorrectly determine that the rhythm was shockable. When the chest compressions stopped, the algorithm reassessed the rhythm and a shock was not advised. Chest compressions recommenced at 00:03:40 and continued until 00:04:20.the patient then presented pulseless electrical activity (pea), a non-shockable rhythm. The algorithm began assessing the cardiac rhythm at 00:04:28. There is some artefact present in the impedance cardiogram (icg) trace between 00:04:25 and 00:04:35, which could be chest compression or movement, which in turn caused artefact on the ECG trace and caused the algorithm to incorrectly determine that the rhythm was shockable. When the chest compressions stopped, the algorithm reassessed the rhythm and a shock was not advised. Chest compressions recommenced at 00:04:47 and continued until 00:05:09. There was a pause until 00:05:18 and compressions continued until 00:05:37. The patient then remained in pulseless electrical activity (pea), the algorithm began assessing the cardiac rhythm at 00:05:48 and a shock was not advised. Chest compressions recommenced at 00:06:08 and continued until 00:06:29. There was a pause until 00:06:44 and compressions continued until 00:07:04. The patient refibrillated during the previous cycle of chest compressions, and presented ventricular fibrillation. The algorithm began assessing the cardiac rhythm at 00:07:08. A shock was advised. There is some artefact present in the impedance cardiogram (icg) trace between 00:07:11 and 00:07:33, which could be chest compression or movement, but it did not affect the algorithm decision. The responder was prompted to press the shock button 3 times before a 150 j shock was delivered at 00:07:35. Chest compressions recommenced at 00:07:38 until 00:07:52. There was a pause until 00:08:02. Chest compressions continued until 00:08:30. The was a pause until 00:08:36, and chest compressions then continued until 00:08:46. The device sounded the audio prompt ¿stop CPR¿ at 00:08:40, at which time the algorithm began assessing the cardiac rhythm. Chest compressions continued into the analysis mode of the algorithm. At this time, the patient presented asystole, a non-shockable rhythm. The compressions caused artefact on the ECG trace and caused the algorithm to incorrectly determine that the rhythm was shockable. When the chest compressions stopped, the algorithm reassessed the rhythm and a shock was not advised. Chest compressions recommenced at 00:09:04 and continued until 00:09:19. There was a pause until 00:09:24. Chest compressions then continued until 00:09:41. There was a pause until 00:09:48. Chest compressions were then delivered until 00:09:57. The algorithm began to reassess the cardiac rhythm at 00:10:06. There is some artefact present in the impedance cardiogram (icg) trace between 00:04:25 and 00:04:35, which could be chest compression or movement, which in turn caused artefact on the ECG trace and caused the algorithm to incorrectly determine that the rhythm was shockable. When the chest compressions stopped, the algorithm reassessed the rhythm and a shock was not advised. Chest compressions recommenced at 00:10:31 and continued until the pads were removed at 00:10:50.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
The AED was not working properly as it prompted shock advised and then followed by analysing rhythm before the last shock. Patient involved. Patient passed away at hospital.